Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('expulsion/migration/perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("chronic pain/pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), syncope ("fainting spells") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, dermatitis allergic, hypersensitivity, psychological trauma, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, syncope, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for psych injury, pain, allergy, bladder/urinary problems. Discrepancy noted:date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received. New events: abnormal bleeding (vaginal), migraines / headaches, fainting spells were added. Lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('expulsion/migration/perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("chronic pain/pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), syncope ("fainting spells") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, dermatitis allergic, hypersensitivity, psychological trauma, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, syncope, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for psych injury, pain, allergy, bladder/urinary problems discrepancy noted:date(s) of insertion: (B)(6) 2010. Date(s) of insertion: (B)(6) 2011 (discrepancy noted as per pif), (B)(6) 2011. Right tubal ostia with 4 coils noted trailing from the ostia and left tubal ostia with 2 to 3 coils trailing from the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: medical record received. Reporters information and rcc were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('expulsion/migration/perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("chronic pain/pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), syncope ("fainting spells") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, dermatitis allergic, hypersensitivity, psychological trauma, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, syncope, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for psych injury, pain, allergy, bladder/urinary problems discrepancy noted:date(s) of insertion: (B)(6) 2010. Date(s) of insertion: (B)(6) 2011 (discrepancy noted as per pif), (B)(6) 2011. Right tubal ostia with 4 coils noted trailing from the ostia and left tubal ostia with 2 to 3 coils trailing from the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('expulsion/migration/perforation: uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pelvic pain ("chronic pain/pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, dermatitis allergic, hypersensitivity, psychological trauma, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for psych injury, pain, allergy, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury to herself were updated to chronic pain/pelvic pain, abdominal pain, back pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, allergy: rash/skin condition, hypersensitivity, psych injury, expulsion/migration/perforation: uterus, vaginal infection, vaginal discharge, fatigue, hair loss, dental problems., hormonal changes, headaches, nausea, vision problems, weight gain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.